Manufacturer narrative:
The reliability analysis inspected 1 opened and or used reservoir performed manual prime test using a new lab infusion set along with 5xx pump. The reservoir passed per inspection and no occluded anomaly was observed during test. The reservoir connected and or locked in place properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer's blood glucose level was over 400mg/dl. The customer treated with manual injection. Troubleshooting was conducted, and the alarm was resolved by a complete set and reservoir change. The customer will be returning reservoir for analysis and receiving replacements.